Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. The pump was cut open to perform visual inspection and found a corroded home switch, a jammed gearbox, and moisture damage on the pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), label damage (stained). Flashing medtronic logo was confirmed during analysis due to moisture damage on the pcba 1, pcba 2, force sensor and motor. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Cosmetic damage was located at the back of the pump during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.